Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that their insulin pump alarmed low battery after replacing the battery with new batteries. The anomaly persisted even after the battery cap was replaced. Troubleshooting did not resolve the issue. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: unit power up properly after battery installation. Unit received with operating currents within spec. Unit passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit received with operating currents within spec. No unexpected low battery alarms noted during testing or found at the downloaded pump history. Power management tool confirms the unloaded voltage and loaded voltage are within specs. Unit received with minor scratches on lcd window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.